Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal "condutor" was fractured at 17.2 cm and 18.5 cm from the connector pin. Concomitant medical products: 4440, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being explanted prophylactically and subsequently tested out of specification during manufacturer's analysis.  No patient complications have been reported as a result of this event.